Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation due to right atrial (ra) lead capture management and the atrial lead position check (alpc). Reprogramming occurred. The ra lead remains in use. No further patient complications have been reported as a result of this event.